Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, the cause of death was not device-related.

Event description:
Non-sustained right ventricular oversensing and ventricular far-field undersensing were reported during a ventricular fibrillation (vf) episode. Appropriate therapy was delivered to terminate the vf on five occasions, however, as the patient was hemodynamically compromised, the rhythm kept reverting back to vf. When the rhythm became too low to be sensed via device programming, no further therapy was provided. The patient expired, and the device remains implanted. It was reported the death was not due to a malfunction of the device.

Manufacturer narrative:
Additional information: the reported field event of sensing anomaly was not confirmed in the lab. The device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The reported field event of oversensing/noise was verified from the device image. The stored egms were reviewed by technical services and indicated the noises were caused by external (non-device related) factors. The device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.

Event description:
Additional information received indicated the device was explanted.